Event description:
Customer reported that she was attempting to program a bolus and the buttons on the insulin pump were unresponsive. Customer also stated that the numbers were scrolling on the screen. Customer's blood glucose reading at the time of the call was 244 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected scroll anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.